Event description:
It was reported that the patient experienced a pericardial effusion. During a redo flutter procedure, the right atrium was mapped with the non-boston scientific octaray catheter. It was determined that the flutter arrhythmia was coming from the left atrium. The physician inserted a non-boston scientific soundstar catheter to assist with transseptal access. The physician then inserted a faradrive steerable sheath into the right atrium. It was while inserting the faradrive sheath that the physician stated that they felt a pop. The physician utilized the soundstar catheter to visualize the pericardial space and noticed a pericardial effusion. Anticoagulation was reversed and the patient was monitored for approximately two hours. The patient remained in stable condition and no intervention has been performed. The physician will determine if further medical intervention is necessary. No further information is available.

Manufacturer narrative:
Detailed product information was not provided to bsc by maude FDA medwatch. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.